Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer was able to resume insulin delivery with the original cartridge.